Event description:
The customer called on (B)(6) 2012 to report that she wanted to test the transmitter to ensure that it was functioning properly. Troubleshooting was performed, but the green light did not blink when connected to the test plug. However it did blink when connected to the charger. Advised the customer that a test plug would be sent to her for further testing. The customer called back on (B)(6) 2012 to track the delivery of the test plug. The customer then stated that she relies heavily on the sensor because, she was hospitalized on (B)(6) 2012 due to low blood glucose levels because her transmitter and sensor were not working properly. Advised the customer that the package would be arriving today. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012-07992.